Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received fully deployed with an expected number of pulses in the priming sequences. The pod delivered pulses and was deactivated at the end of the second priming sequence. No damages or defects that would contribute to the needle mechanism deploying early were observed. The pod was reset and redeployed without issue. Due to the time of needle deployment being unknown, the cause of the reported event could not be determined.